Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: probe break. Probable root cause: tip breaking due to design or manufacturing of electrode or ceramic: electrode design, welded electrodes- incomplete weld, weld too small, not located correctly, mim electrodes-variability in electrode material mixture, internal micro cracks, excessive re-grind, tool wear or rework, laser-variation in cnc control, loose threads or motor off, or laser focus off, etch-over or under-etching, voids in ball-forming process. Ceramic design: variation in material mixture of ceramic, manufacturing workmanship errors, excessive glass binders leading to fractures, use error. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the probe broke outside of the patient. The procedure was completed successfully with no adverse consequences.